Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure that the initial concern was resolved - able to establish contact with customer who performed control tests during the call that produced test results of: 1) 43 mg/dl which is within the acceptable range of 21-51 mg/dl, control level one, lot number 5bc1b71, manufacturer¿s expiration date is 12/31/2026 and open date is 05/06 2025; 2) 112 mg/dl which is within the acceptable range of 94-126 mg/dl, control level two, lot number 4bc2a88, manufacturer¿s expiration date is 09/30/2026 and open date is 05/06 2025. Customer was comfortable with the control test results.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from result obtained on (B)(6) 2025 at 9:30 pm of hi 2-hours post meal. The customer¿s expected 2-hour post meal blood glucose test result range is 200-300 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 274 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/24/2026 and test strips were opened 3 days prior to the call. The meter memory was not reviewed for previous test result history.